Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set tubing detached from hub on (B)(6)2025. The infusion set was in use for two days. The patient replaced infusion sets and resumed insulin successfully. No further information available.